Event description:
Caller unsure which coaguchek system produced specific result. Caller states, the patient tested 2.3 inr and 2.3 inr on the coaguchek system while a lab returned as 1.7 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect system, however caller states strips are unavailable for return.